Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a sample is not available for evaluation, however, the customer returned two photos for investigation. A photo inspection revealed an exposed needle and a broken needle shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6103021. A manufacturing review of machine history and in-process inspection revealed no defects. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a nurse suffered a needle stick before use from a 27g x 1/2 in. Bd hypoint¿ hypodermic needle. The needle cap was damaged in it's blister pack and the injury occurred while the nurse was opening the package. There was no report of medical intervention.